Manufacturer narrative:
Intuitive has received the instrument with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable in the tip of the small grasping retractor was loose and broken. The procedure was completed with no reported injury.